Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro there was excessive charring on the electrodes. After the procedure, the doctor noticed some charring above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There were no error messages presented. There were no problems related to temperature or flow. Heparinized normal saline was used. Patient was anticoagulated act >300 maintained. The physician considered the char to be excessive. The doctor estimates the risk to be increased. The patient had no complications. The patient has not exhibited any neurological symptoms.

Manufacturer narrative:
On 2-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro there was excessive charring on the electrodes. After the procedure, the doctor noticed some charring above the electrode; between tip electrode and electrode 2 at the plastic ring separating the electrodes. There were no error messages presented. There were no problems related to temperature or flow. Heparinized normal saline was used. Patient was anticoagulated act >300 maintained. The physician considered the char to be excessive. The doctor estimates the risk to be increased. The patient had no complications. The patient has not exhibited any neurological symptoms. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. However, char residues were observed during the device decontamination process prior arriving to analysis site. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Also, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The char/thrombus reported by the customer can be confirmed, based on the decontamination process observations. The potential cause cannot be determined with the information available. The instructions for use (IFU) contain the following information: ¿when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. ¿before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).